Event description:
It was reported that the customer received a button error alarm. The customer was sleeping when the alarm went occurred. The customer's blood glucose was 46 mg/dl. The customer treated herself with candy. The customer did not recall any significant events leading up to the alarm. Advised the pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
No button error alarm noted during testing. Unit had no button response due to flattened dome switches on esc button and express bolus buttons. Unit had minor scratched display window, cracked display window, case at display window corner, battery tube threads, reservoir tube and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.